Event description:
Event description cpi received information that this bipolar lead was explanted. The day of the implant, the patient with an implantable pulse generator (ipg) and this lead was experiencing loss of atrial pacing. The next day the physician elected to perform an invasive procedure to confirm lead header insertion and discovered the lead had damage from the implant procedure. The lead was removed and replaced with a lead of the same model.